Event description:
The customer attempted to use the disc multiple times, but reported experiencing the same itching/burning sensation from using them. Initially, the customer thought it was a yeast infection and started monistat, but after seeking medical attention, the vaginal swabs were negative for yeast and bv. Their health provider prescribed fluconazole, which helped to resolve their symptoms. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.